Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. . Unable to perform the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor error alarm and reservoir leak at o ring. Customer¿s blood glucose was 147 mg/dl at the time of incident. Drive support cap was normal. Customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be and reservoir will not be returned for analysis.